Manufacturer narrative:
Evaluation results: related to operational context - balloon burst occured on a subsequent inflation, issue most likely procedural related. Deformation problem. (B)(4)

Event description:
Evaluation summary: traces of blood and radio opaque solution were detected into balloon and inflation line. An attempt to inflate the balloon was performed connecting a manometric syringe to the luer port, however a leakage was immediately detected on the balloon surface. A long cut was detected on the balloon due to a burst. No other abnormalities detected on the device.

Event description:
The physician was attempting to use an amphirion deep otw pta balloon catheter for pre-dilation. No abnormalities noted during preparation and inspection of the device prior to use. No difficulty noted when loading the device onto guidewire. No resistance noted between the balloon and other devices during delivery of the device to lesion. During the surgery, the balloon ruptured on a subsequent inflation when the physician pressuring it (9atm).the physician changed to another device to complete the procedure. No patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).